Event description:
Information was received from a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins). The reason for call was the patient has occipital leads and about a week ago they started getting locked out from making adjustment using the patient controller. The caller indicated that the impedance test showed electrodes 4 and 15 had an avoid indicator. The caller programmed around those electrodes and then got an out of regulation (oor) message again. When they retested the electrode 1 had a high impedance value. The caller provided the following values for the first test run: ref-0 1-1710 4-29150 15-26310 the second test had the following values: ref-0 1-27210 4-27850 15-26760 the issue was not resolved through troubleshooting. Technical services (tss) reviewed information about impedances. The caller will continue working with the patient on programming options. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacture representative reported the cause of the issue remained unknown. A programming change was performed, and the issue was considered resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.